Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached cut; full lead returned and analyzed.

Event description:
It was reported that there was a perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.